Event description:
According to the facility, the whitacre needle within the kit broke inside the patient and required a secondary surgery to retrieve the needle from their back.

Manufacturer narrative:
According to the facility, the whitacre needle within the kit broke inside the patient and required a secondary surgery to retrieve the needle from their back. No additional information is available. Due to the reported incident and in an abundance of caution, this is a reportable event. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 10/28, a 25-gauge 3.5-inch whitacre needle fractured during a spinal block placement at (B)(6) and the remnant remained in patient.

Manufacturer narrative:
According to the facility on 10/28, a 25-gauge 3.5-inch whitacre needle fractured during a spinal block placement at (B)(6) and the remnant remained in patient. Needle used came from a medline spinal anesthesia tray. The patient was transferred to (B)(6) for a neurosurgical evaluation and removal of the needle fragment. The needle was removed successfully. The facility stated it is not aware of any serious injury or significant impact to the patient other than the subsequent procedure to remove the needle. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.